Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. Customer passed out and his wife called the paramedics. The blood glucose reading was 68 mg/dl. Customer drank milk to raise the blood glucose level. Customer also had a high blood glucose reading of 389 mg/dl. Customer had treated with manual injection. During troubleshooting, the customer was advised on the insulin pump delivery. Nothing further reported.